Manufacturer narrative:
The device was returned for further investigation. Clotting was confirmed primarily on the inlet side of the fiber bundle. Testing confirmed there was no device failure. The reporter did not allege a product issue. Possible root cause is an upstream source of clotting from the patient, as the clotting was detected primarily at the inlet side of the oxygenator and not towards the interior of the device. Preexisting medical condition of dic and/or insufficient anticoagulation could result in this issue. Based on the information provided and investigation the device performed as expected when introduced to clots from an upstream source.

Event description:
A patient with disseminated intravascular coagulation (dic) and a history of heparin use experienced hemolysis. On (B)(6)2023, the ECMO circuit was primed without issue. Once initiating ECMO, there was no flow and the hand crank was utilized. The pump was switched out. Once on the new pump, the delta pressure was over 350 mmhg and the rpms were high with minimal flow. Within the first hour, the oxygenator was changed with no further issues. Once the oxygenator was removed, clots were observed in the device. Additionally, it was reported that an indication for the circuit change out was hemolysis. The patient did not have a history of sepsis during or immediately prior to ECMO. There were no adverse patient effects.